Event description:
The complainant had placed an impella cp for a 61-year-old male patient admitted in an acute myocardial infarction / cardiogenic shock (ami/cgs). The pump accessed limb had signs of limb ischemia and the leg had vascular surgery consult for the cold and discolored leg. The team was discussing fem-fem bypass but, patient condition is poor and decisions ongoing. Pump was successfully explanted after 6 days of support. Patient required high dosage of medication post explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.